Event description:
It was reported that the patient has been scheduled for a pocket revision. The reason for the revision was not provided. It was later reported that the patient underwent pocket revision successfully. The pocket revision was due pain and migration. No device was explanted. No other relevant information has been received to date.